Event description:
Medtronic implants were used for the fusion portion of the laminectomy / facetectomy. While inserting a set screw for attaching the cross link, a screw was broken when inserting into the pt. The md was able to retrieve all the pieces of the broken screw. A new screw was used to secure the cross link. FDA safety report ID#(B)(4).